Event description:
It was reported that the middle oscillating button was stuck, causing that the mdu continually run unintended. No significant delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation did not reveal any problems. The oscillate button performed as expected and the unit passed testing. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.